Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted ileocecal resection surgical procedure, it was noted that at the beginning of the procedure the vessel sealer extend instrument worked properly, but after the operation the jaw could no longer open or close and the hinges/movements did not work or worked poorly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vessel sealer extend (vse) worked like it should for approximately 2 hours, but after changing instruments, it would not open or move at the working tip, even after reinsertion and trying a second console. There was no tissue in the jaw of the vse and the issue occurred mid-operation after reinsertion, with no problems identified with the robotic arms. The instrument was simply taken out and replaced with a back-up instrument. The operation was completed successfully after changing the vse for another instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the customer reported complaint. The instrument was found to have the grip pulley dislodged from dowel pin at the back end. As a result, the grip cable became loose causing the jaws to not open. The root cause attributed to component susceptibility to damage.

Event description:
Refer to h11 for follow-up information.